Manufacturer narrative:
Result of investigation: customer sent photos of the fg part number 7772000lp with lot number unknown for the investigation. In the photos received, we can appreciate that the subcomponent generator part number cf75-113 is separated. Subsequently, customer sent 1 opened physical sample of the fg part number 7772000lp with lot number unknown for the investigation. A visual inspection was performed by quality personnel from assembly area according to pqas 7772000lp etal finding subcomponent generator part number cf75-113 separated, therefore finding the physical sample not acceptable. Additionally, the device history record should be reviewed as part of the investigation, however, as lot number was not provided for the investigation, we cannot review the device history record. Additionally, the initial report submitted under vyaire medical file identification: (B)(4) and MFR report # 8030673-2023-00349 is a duplicate of the report submitted under MFR report #8030673-2023-00350. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the 7772000lp package assembly,generator without prongs broke in half while use on a baby. Furthermore, there was no harm done to the patient.